Event description:
Review of the maude database 10/29/2009 revealed adverse event report. During a resuscitation on this pt, 5 pedicap co2 detectors were used trying to establish a pt airway. The md could not get good airflow or color change, even though she and several other mds and nnps could clearly see the ett was passed through the vocal cords.

Manufacturer narrative:
Reference MFR report # 2936999-2009-00544 for initial report. Contact with risk dept confirmed this report. This report is for #4 of the 5 used.